Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that the fill valve on a graunflo dry acid mixer produced smoke during dissolution (fill) mode. The atom stated that the mixer was unplugged upon observing the smoke. No scorch marks or fire marks were identified on the fill valve or cable assembly however a burning smell was present. The fill valve and cable were replaced however the mixer does not fill during dissolution mode. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received. The samples were returned ot the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the fill valve and fill valve cable were returned to the manufacturer for physical evaluation. Exterior inspection of the returned fill valve revealed thermal damage to the valve coil, cracks in the casing, residue (debris) on the valve body, and corrosion on the terminals. The terminal for ground is bent. The resistance measured across the hot and neutral terminals was found to be shorted. An inspection on the fill valve cable found no discrepancies. A continuity check passed on the cable. The reported issue has been confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that the fill valve on a graunflo dry acid mixer produced smoke during dissolution (fill) mode. The atom stated that the mixer was unplugged upon observing the smoke. No scorch marks or fire marks were identified on the fill valve or cable assembly however a burning smell was present. The fill valve and cable were replaced however the mixer does not fill during dissolution mode. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received. The samples were returned ot the manufacturer for physical evaluation.